Manufacturer narrative:
It was originally reported this record summarized two malfunction events in which the cot height could not be adjusted; however, only one malfunction was related to the inability to adjust the cot height. The second malfunction event documents the fowler being stuck in position. The final device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service.

Event description:
This report summarizes 2 malfunction events, where it was reported the cot height cannot be adjusted or the fowler was stuck.  There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. This device was repaired and returned to use. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the cot height cannot be adjusted. There was no patient involvement.